Event description:
It was reported that after the guidewire was taken out and flushed, it was observed that the tip was "forked". The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications the guidewire was returned wrapped around itself. The microcatheter used with the guidewire was not returned. Visual inspection of the device revealed that the guidewire was shaped on its distal section. There were no anomalies observed to the hydrophilic coating. The ptfe (polytetrafluoroethylene) coating on the guidewire was scraped off at approximately between 130cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet by dragging it down. During functional evaluation , the guidewire was introduced and advanced through the proximal end of demonstration excelsior sl -10 catheter and there was no resistance encountered during advancement of the guidewire through the microcatheter. The guidewire torque was observed to be smooth as well. The guidewire was conforming to all visual specifications and there was no evidence of cracks, fractures or separation on the guidewire. The reported event of the distal tip detachment was not able to be confirmed based on the information available and analysis of the device. Information available indicates that the device was prepared as per the dfu, no anomalies were noted after unpacking, and continuous flush was maintained. However, it appears that the torque device had been overly tightened and dragged down the guidewire ptfe coating. Per the device dfu, "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the event is considered to be related to user error.

Event description:
It was reported that after the guidewire was taken out and flushed, it was observed that the tip was "forked". The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.